Manufacturer narrative:
No hazard alarm was observed in the download data. The data downloaded from the device did not show any timeouts or drive stalls during the run. The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. The tear did not contribute to the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 24 mmol/l (432 mg/dl) while wearing the pod between 25 and 36 hours. The pod generated a hazard alarm during operation. As treatment, a new pod was applied. The device investigation observed an exposed cannula damage and fluid leakage during testing.